Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the atrial lead exhibited episodes of noise; the noise could not be reproduced with isometric testing. The lead would be monitored.